Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was inserted in the atrial port of the implantable cardioverter defibrillator (ICD). The threshold on the lv lead was elevated and there was evidence on device interrogation that episodes of lv non-capture led to proarrhythmia. It was also reported that the first shock at maximum output from the ICD failed to defibrillate in a couple of instances, and a second shock was required. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 2188-65 implantable pacing lead (B)(6) 2002; 6945 implantable tachy lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.